Manufacturer narrative:
As reported, after the shuttle down step of a 6f/7f mynxgrip vascular closure device (vcd), the sheath could not be retracted. The balloon was deflated, manual pressure was applied, and it was observed that the sealant remained in the black sleeve. There was no reported patient injury. The user is mynx certified. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. A non-cordis catheter sheath introducer was returned inserted on the device. The sealant and advancer tube were returned in their manufactured positions. The sealant sleeves were found fully retracted, while the balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test was executed and completed. During this evaluation, the balloon inflated and deflated as expected, and no abnormalities were observed. The deployment mechanism was evaluated by re-engaging the shuttle with the black handle. This action resulted in advancement of the advancer tube along with complete advancement of the sealant, as expected per the intended use of the device. The reported event of ¿sealant-device deployment jam¿ was not observed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported since the sheath and shuttle were able to be retracted to the handle and there were no anomalies noted during the deployment of the sealant/advancer tube. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the shuttle down step of a 6/7 myxngrip vascular closure device (vcd), the sheath could not be retracted. The balloon was deflated, manual pressure was applied, and it was observed that the sealant remained in the black sleeve. There was no reported patient injury. The user is mynx certified. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. Other procedural details were requested but were not provided. The device will be returned for evaluation.